Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Customer delivered a 5.79 unit bolus, but the insulin gauge did not change and remained stagnant at 185 units. Customer's blood glucose levels were elevated (245 mg/dl).